Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that there was a loss of aspiration. A spiroflex® angiojet® thrombectomy set was selected for a percutaneous transluminal coronary angioplasty thrombectomy procedure. The device was prepared and then introduced into the patient over the wire. After 10 seconds of aspiration, the device stopped and it was impossible to continue the thrombectomy. They tried several tries with no results. Water was observed in the drawer. Another of the same device was used to complete the procedure. There were no patient complications and the patient condition was stable.